Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2017-00493. It was reported the patient received ineffective stimulation. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2017-00493. The physician elected to explant the ipg and replaced it with a different model to provide a different mode of stimulation. Note: surgical intervention was not performed on the leads, as the patient reportedly the patient received effective therapy.